Event description:
The pt was implanted with an itrel ii ipg and lead system in 2000 for parkinsonian tremor. In 2000, the MFR's rep reported the pt developed an infection and subsequently required bilateral system explant. The pt developed toxic shock with multiple organ system failures. MFR's rep reported that the pt died. After numerous attempts, the hcp was contacted and he stated he would forward details of this event after he obtains the medical records. The hcp stated he thought the event was related to the device.